Manufacturer narrative:
A follow up report will be filed upon receipt of the driver and completion of the investigation.

Event description:
International affiliate reports inspection of a return loaner found the tip had broken off from the polyaxial screwdriver. It is not known when/where tip breakage occurred.

Manufacturer narrative:
Visual inspection of the poly driver identified the distal most portion of the driver tip broken. The remaining portion of the tip was not returned for evaluation. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A CAPA was opened to address previous complaints of driver tip breakage and a change was made to geometry and material to increase the durability of the driver. This production lot mi19980 was released prior to the design change that change.